Manufacturer narrative:
Five filter images were received and reviewed. Per image review: based on the images provided, the filter was deployed in an upright position, one filter arm became bent during the initial unsuccessful filter retrieval attempt, a detached filter arm is identified at the location of the vena cava filter during the second filter retrieval, a detached filter arm can be identified in the pulmonary artery and a detached filter arm is identified at the location of the vena cava filter, can be confirmed. Based on the images provided, the filter removal and the removal of the two detached limbs cannot be confirmed. The investigation of the reported event is currently underway.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four months post vena cava filter deployment, an unsuccessful filter retrieval attempt was made. The facility reported the fluoroscopy time for the initial filter retrieval procedure was approximately 55 minutes. No further information from the facility was provided regarding the events of the initial unsuccessful filter retrieval procedure. Approximately 10 months post vena cava filter deployment a second filter retrieval procedure was performed successfully. The filter was reportedly tilted with the filter apex embedded in the ivc wall. A snare device was used to successfully capture retrieve the vena cava filter; however, during the retrieval two filter limbs became detached. One filter limb was embedded in the ivc wall. Surgical forceps successfully captured and retrieved the detached filter limb embedded in the ivc wall. Guided fluoroscopy demonstrated the second detached filter limb, located in the pulmonary artery. No attempt was made to retrieve the detached limb in the pa. Reportedly, there are no plans at this time to remove the filter limb from the pulmonary artery. The same physician performed all three procedures. The patient was reported to be asymptomatic.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: the device was not returned. Five images were provided. Based on the image review, the investigation is confirmed for two detached limbs. The investigation is confirmed for a bent limb during an unsuccessful retrieval attempt. As a contrast injected image during the retrieval attempts were not provided, the investigation is inconclusive for filter tilt. It is unknown whether the first limb detached during or prior to the first retrieval attempt. It was reported that a snare and forceps were used to retrieve the filter successfully. It is possible that the use of forceps during retrieval contributed to the second detached limb. Per the IFU, "remove the denali filter using an intravascular snare only." It is possible that the filter was difficult to remove because the filter was tilted; however, the filter appears to be in an upright position from the images provided. Images provided, also demonstrate that a limb became deformed during the first retrieval attempt. Therefore, it is possible that user related issue contributed to the reported event. The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt are known complications of vena cava filters. Filter malposition. Filter tilt optional procedure for filter removal: removal of denali filter using an intravascular snare warning: remove the denali filter using an intravascular loop snare only. Slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.